Manufacturer narrative:
Product complaint (B)(4). Section b5: additional information received indicated that it is unknown if they were able to torque the device. There was no evidence of physical material within the device. There were no other devices successfully used with the concomitant device prior to the encountered resistance. There was no excessive force used with the device. There were no procedure delays due to the event. Complaint conclusion: as reported by the field, during a stent-assisted coil embolization of aneurysm, an EU 4.5x22mm stent 12 mm dw tip intracranial stent became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 30772060) and could not pass through. The physician tried again, but the stent was still impeded in the microcatheter. Doctor retracted the devices and completed the surgery. There was no patient injury. Additional information received indicated that it is unknown if they were able to torque the device. There was no evidence of physical material within the device. There were no other devices successfully used with the concomitant device prior to the encountered resistance. There was no excessive force used with the device. There were no procedure delays due to the event. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the stent was returned for evaluation already detached. The introducer and delivery wire were not returned for evaluation. The stent component was inspected under microscopic magnification, and it was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). Both ends were noted as completely flared. The issue documented in the complaint regarding the stent being impeded in the microcatheter could not be evaluated through functional test since the stent became detached. The detachment of the stent was not originally reported, and with the information available, it is not possible to determine the time of occurrence of this condition; however, there were no signs of the stent being forcedly advanced through the microcatheter, and it is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the customer complaint was confirmed. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4) the following statement was removed form the complaint conclusion since the complaint could not be evaluated as the EU 4.5x22mm stent 12 mm dw tip stent component was returned detached. There are no other updates to the investigation outcome or coding. "Based on this, the customer complaint was confirmed".

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00416 and 3008114965-2023-00417. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent-assisted coil embolization of aneurysm, an EU 4.5x22mm stent 12 mm dw tip intracranial stent became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 30772060) and could not pass through. The physician tried again, but the stent was still impeded in the microcatheter. Doctor retracted the devices and completed the surgery. There was no patient injury.